Manufacturer narrative:
The reported field event of reset was confirmed in the lab. Analysis of device image found the device went into backup mode due to a power-on-reset (por). During analysis, the device went into backup mode after performing a capacitor maintenance. Electrical, longevity, and visual analysis was normal with no anomalies found.

Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed back up operation on the implantable cardioverter defibrillation (ICD). The physician elected to explant and replace the ICD. The patient was in stable condition.